Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 2.5¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port; however, the outflow graft bend relief was not returned. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 lvas. The IFU also lists infection as a late postimplant complication. Several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the left ventricular assist device (lvad) was explanted due to infection around the outflow graft, and no bacteria was detected. The lvad would be returned for evaluation.

Manufacturer narrative:
Section b3: event date corrected. Section b5: event details corrected. Section h6: health effect - clinical code and health effect - impact code corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a major infection on (B)(6) 2024. The blood culture was positive within the artificial heart delivery tract. The infection was bacterial and treated with both surgical and drug therapy. The infection was clearly related to the device as the infection was caused by the artificial heart.